Manufacturer narrative:
The patient remains on lvad support. A direct correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a gastrointestinal bleed. Per esophagogastroduodenoscopy (egd) report, a single bleeding angioectasia was found in the duodenum and treated with successful argon plasma coagulation. An unspecified change in anticoagulation medication warfarin/coumadin was made.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(6). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital for possible gastrointestinal (gi) bleed. On (B)(6) 2017 the patient had decreased hematocrit level of 27.4%, and one week of dark, tarry stools (melena). An esophagogastroduodenoscopy (egd) was completed, results were pending. The patient was taking the anticoagulant warfarin at the time of the event. Unspecified medications changes were made.